Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/11/2020. It was reported that this device event is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please clarify, how many devices presented the issue? When the detachment happened, pre op or intra op? Procedure was there any patient consequences? How many devices are going to be returned?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020, and suture was used. During the procedure, the suture was detached from the needle. There were no adverse patient consequences reported. Additional information was requested.